Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported tubing detachment close to quick release when the patient just finished eating and was doing dishes. The site location was at the abdomen and the pump was clipped on the left side on the waist line. Reportedly, it was the second day of infusion being used. The infusions were stored in the conditioned room and the patient was unsure about the stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
On 18-oct-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set), showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported tubing detachment close to quick release when the patient just finished eating and was doing dishes. The site location was at the right side of the abdomen and the pump was clipped on the left side on the waist line. Reportedly, it was the second day of infusion being used. The infusions were stored in the conditioned room and the patient was unsure about the stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.